Manufacturer narrative:
(B)(4).

Event description:
A patient reported via their health care provider (hcp) on (B)(6) 2016 that they saw the "charge your neurostimulator" screen, but the patient had told the hcp that they charged the device to full the previous night. The implantable neurostimulator was discharged. There were no related patient symptoms reported, and the indication for use was non-malignant pain. Follow up was initiated to determine the contributing circumstances of the error message, if there were any related symptoms, and what steps were taken to resolve the issue. A supplemental report will be submitted if additional information is received.